Event description:
N/a.

Manufacturer narrative:
UDI information - (B)(4). A sample was received for evaluation. Images were taken of the ¿as received¿ valve and are attached. The position of the cam when valve was received was (B)(4). The valve was visually inspected: a cut/tear in silicone housing after the valve mechanism was noted. The valve was hydrated. The valve was tested for programming and the valve passed the test. The valve was flushed and passed the test no occlusion was noted. The valve was leak tested and the only leak occurred from the cut/tear in silicone housing. The valve was reflux tested and passed. The valve was dried. The valve was then pressure tested and passed the test. No root cause could be determined for the valve; as the technician was unable to confirm the problem reported by the customer. The root cause for the cut/torn silicone housing is due to user error. As noted in the IFU silicone has a low tear/cut resistance. Manufacturing records were reviewed and found no anomalies. Based on the results of the investigation, the reported issue is not confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a hakim valve was suspected of obstruction and was revised. The valve was implanted via vp. The doi and the initial setting were unknown. Then the patient condition became worse and was hospitalized. The valve obstruction was suspected. A revision surgery was performed with a new valve. A new abdominal catheter was also implanted. The patient is under monitoring. The level of csf protein is unknown. No contamination of blood and debris into the cerebrospinal fluid was confirmed.